Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead had a history of ra lead noise. The patient presented for ra lead revision. Upon interrogation, the existing ra lead had easily reproducible lead noise with over sensing noted. The lead was capped and replaced on (B)(6) 2021. The patient was stable.